Manufacturer narrative:
The hillrom technical support representative attempted to perform troubleshooting over the phone with the account, but the account stated the bed was in the hallway at the time. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed was moving without any buttons being pressed. The bed was located on a patient floor at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).